Event description:
A helical blade implanted with a nail for an intertrochanteric fracture of the right hip in 2003, penetrated the subchondral surface and was removed about two months later during revision surgery to implant another nail and blade.